Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). The expiratory valve coil was replaced. The part was not returned for investigation as it was disposed by the customer. No ventilator logs were provided.since the replaced part was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had excessive leakage. There was no patient harm. Manufacturer ref.#: (B)(4).